Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture due to a dislodgement. This was discovered through a lead check that was performed because the patient experienced discomfort and fluttering and it was confirmed by x-rays. Surgical intervention was performed and this lead was explanted and successfully replaced. No additional adverse patient effects were reported.